Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was damaged. The comb and carrier guide were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to a design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery on an unknown date, the device was in need of repair for an unknown reason. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete; no further information is available. Damaged comb was found during device evaluation.